Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit was having a problem with the rem. The rem signal remain green. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample met specification as received by the manufacturer. External visual inspection found minor wear. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.